Event description:
Caller also reports that pt 2 obtained a result of 2.0 inr on device uf012710 and inr on device uf0234410 during duplicate testing. No action was reportedly taken based on device results. No adverse event reports. Requested return of suspect device and replacement was sent.

Event description:
Caller states that pt 1 obtained a result of 1.2 inr on device uf012710 and 1.9 inr on device uf0234410 during duplicate testing. Caller also reports that pt 2 obtained a result of 2.0 inr on device uf0112710 and 2.7 inr on device uf0234410 during duplicate testing. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.